Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the graft that is harvested using this device is too thin/fine, and the quality of the harvested graft is in comparison worse than what is obtained using another dermatome. On february 28, 2017, it was clarified that the issue occurred (B)(6) 2017 during surgery. The event did not occur before the first use and an additional graft was harvested. The blade was placed properly for use and another device was used to complete the procedure. The surgical technique for the product was utilized and there was no adverse event associated with the failure. There was no extension or delay to the surgical procedure and there was no harm or injury to the operator. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by medicrea was not performed since the device had not been returned to the repair department for evaluation. Repair of the air dermatome was not performed by medicrea since the device had not been returned to the repair department for repair. The reported event was non-verifiable since the device was not returned to the repair department at medicrea for evaluation or repair. The reported event was non-verifiable since the device was not returned to the repair department at medicrea for evaluation or repair, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported the graft that was harvested using this device was too thin/fine, and the quality of the harvested graft is in comparison worse than what is obtained using another dermatome. Additional information received (B)(6) 2017 confirmed the harvested graft was too thin and an additional graft was then harvested.